Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
It was reported that the pedicle screw at the very end of the construct (which included a growth rod) pulled out of the patient's bone. This was reported as having been due to an anatomical issue that resulted in a split pedicle and non-fusion, resulting in screw pullout. However, this medwatch report is being filed to document the event. See mfg medwatch report no. (B)(4) for a set screw that became disengaged in situ which is also associated with this event. Concomitant devices: growth rod, catalog no. Unknown. Expedium 4.5 pedicle screw, catalog no. Unknown. Expedium 4.5 ss single innie set screw, 186200001.

Event description:
Correction. Reference to other medwatch report should be: see mfg medwatch report no. 1526439-2013-10985 for a set screw that became disengaged in situ which is also associated with this event.

Manufacturer narrative:
The polyaxial screw remains implanted and is not available for evaluation. The lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample, we are unable to identify the root cause. Review of complaint data found no emerging trends. No definitive conclusions can be made. However, it was reported that the pedicle screw pulled out of the patient's bone due to an anatomical issue that resulted in a split pedicle and non-fusion and resulted in the screw pullout. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.